Event description:
It was reported that the device sensing integrity counter (sic) was elevated and the measured right ventricular lead impedance was high following an ablation procedure. A patient alert was triggered and the patient presented for repeated measurements and provocative testing to determine lead integrity. The lead impedance during provocative testing remained steady and within normal range and it is suspected the ablation procedure may account for the increased sic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed one patient alert for subthreshold lead impedance on (B)(4) 2013. The daily pace lead trend data showed an increase for ventricular pace bipolar impedance of 419 ohms to 2413 ohms range between (B)(4) 2013 and (B)(4) 2013. Concomitant products : 4076 implantable pacing lead, (B)(6) 2012; 0185 competitor implantable tachy lead, (B)(6) 2012. (B)(4).